Event description:
The surgeon was removing an implantable subclavian venous access device in the office and broke it off in the subclavian vein. The pt was taken to the or for removal. The catheter was lodged in the right subclavian vein and extended into the right ventricle of the heart.